Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, there were particles in the usb port which interfered with the pump charging properly. There was no reported impact to the customer¿s blood glucose. Reportedly, the contact declined troubleshooting with tandem technical support.